Event description:
It was reported the pump date was incorrect. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.